Event description:
It was reported that during a supply change for the ilet system, the user advanced the priming sequence to 162 units without observing drops and then discovered the cartridge was not full; the agent provided step-by-step education and guided a complete supply change, which was successful. There were no reported adverse clinical effects. Outcomes included successful troubleshooting and user education with restoration of normal operation. Investigation included guided remote assessment and user re-training on correct cartridge insertion, priming, and confirmation of drops. Investigation of this case revealed user error related to incorrect supply change steps and incomplete cartridge filling, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error mitigated by education and correct procedural steps.